Manufacturer narrative:
The device has been received; however, has not been evaluated. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch that there are some black spots and debris found in the drip chamber. There were no reported patient involvement and no reported patient harm.